Manufacturer narrative:
This incident was reported under: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of the investigation a final/supplemental report will be submitted.

Event description:
It was reported that the device was not gripping plastic board. Harm timing and delay were not indicated, and no additional information is available. No adverse event was reported as it relates to this event.